Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, explant is planned for (B)(6) 2021. See 1645337-2021-10064 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The capsular contractures were baker grade iii. The event date was clarified to be (B)(6) 2019. The date of implant was (B)(6) 2017. The right implant was explanted and replaced with mentor gel on (B)(6) 2021. The left device was explanted on (B)(6) 2021. The right implant is a 450cc mentor memorygel breast implant. The left implant is a 400cc mentor memorygel breast implant. Section d has been populated with updated device information. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).